Event description:
It was reported by the customer that a pyxis medstation es system had a patient is not crossing over single station. The customer reported that there was a delay in dispensing medication for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient is not crossing over single station. A technical support specialist assisted the customer in extending the inactivity days timer on the station to resolve the issue. The system was functional as intended.